Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced muscle weakness, numbness, and incontinence. As a result, surgical intervention was undertaken on an unknown date wherein discectomies were performed at c4-c5, followed by decompressions of the nerve root and spinal cord. Additionally, a stabilizing plate was affixed.